Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 62 year old male patient presenting for high risk percutaneous coronary intervention for impella support. During placement of 14 fr introducer, the patient's vessel was dissected. A balloon stent was deployed to control the bleed and a covered stent with viabahn to seal the arteriotomy was put in place, thereafter. An unknown amount of blood products were also delivered.